Event description:
It was further reported that the target lesion 1 was located in the proximal left circumflex artery (lcx), not the proximal rca. In (B)(6) 2011, the subject was admitted due to unstable angina and cardiac catheterization was recommended. Echocardiography showed severe congestive heart failure with significant alterations of left ventricular function, with an ejection fraction estimated at 20-25% and narrow aortic stenosis. Continuation of medical therapy was suggested as treatment for this event. It was also noted that due to the absence of surgical options, the subject would favor palliative care.

Event description:
(B)(4). It was reported that after a percutaneous transluminal coronary angioplasty (ptca), a heart failure and death occurred. The target lesion #1 was located in the proximal rca (right coronary artery) with 90% stenosis and was 2.6 mm long with a reference vessel diameter of 10 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 16 mm taxus element stent, with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2011, the subject experienced heart failure and was hospitalised on the same day. In (B)(6) 2012, the subject died.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth: 1926. Device is combination product. Device evaluated by MFR: as the device was not returned for analysis, a technical evaluation could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).